Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump hadn't been working for 3.5 weeks. The patient reported that they would be getting the pump replaced. No further complications were anticipated/reported.